Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The deployment difficulty was unable to be confirmed due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported deployment issue. The additional treatment of opening the handle to complete the deployment manually is due to case circumstances.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat heavily calcified lesion in the femoral artery. The handle was unlocked, and during stent deployment of the 5.0/120 mm absolute pro self-expanding stent system (sess); the thumbwheel moved freely after the sheath had only retracted halfway. The handle was manually opened (separated in 2 pieces at the sealing points) to manually catch the mechanism to complete stent deployment. The absolute pro stent was finally fully deployed at the target lesion. There were no adverse patient effects and no significant clinically delay in procedure. No additional information was received.